Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 9 mg/ml dilaudid at 1.2194 mg/day and 1 mg/ml ropivacaine at 0.135 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that multiple motor stalls and recoveries as well as stopped pump period may exceed tube set had occurred. The patient's symptoms were a loss of therapy, pain, and leg cramps. The onset of these symptoms was sudden. The pump stalls started in (B)(6) 2016 with tube set occurring on (B)(6) 2016. The current motor stall occurred on (B)(6) 2016 and the patient's symptoms occurred on (B)(6) 2016. The pump was replaced on (B)(6) 2016. The issue was noted to be resolved and the patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.